Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the pacemaker exhibited undersensing of r waves which led to unnecessary right ventricle pacing. Programming changes were made. There were no patient consequences.

Event description:
It was reported that patient's pacemaker exhibited undersensing episodes. The intervention and patient's condition were unknown.

Manufacturer narrative:
Further information was requested but not received.